Manufacturer narrative:
A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without use of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. Concomitant medical products and therapy dates: 6fr-25 sheath introducer (details unknown); radifocus (terumo, type unknown); gt12 guide wire (type unknown); roadmaster (goodman, type unknown); excelsior sl-10 (stryker, type unknown); okay (goodman, type unknown); enpower detachment control box (details unknown); 2 deltaplush 2x2 (details unknown). This is an initial/final report. Conclusion: during the procedure the complained coil deltaplush 2x6 (cpl100206-30/c12656) was used, however the physician was unable to detach the coil. Thus, the coil was removed from the patient, and 2 deltaplush 2x2 (details unknown) were placed in the target lesion site. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the other devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained products has already been disposed, thus it is not available for the evaluation. No additional information is available. The procedure was the percutaneous coil embolization of a ruptured aneurysm at the patient¿s basilar artery tip that was not tortuous and not calcified. It was reported that an unspecified 6fr-25 sheath introducer (details unknown), a radifocus (terumo, type unknown), an unspecified gt12 guide wire (type unknown), a roadmaster (goodman, type unknown), an excelsior sl-10 (stryker, type unknown), an okay (goodman, type unknown), and enpower detachment control box (details unknown) were also used for the above procedure. The above procedure was approached from the right femoral artery. The same connecting cable and microcatheter were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without use of excessive force. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. Based on the information, the event was not confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure the complained coil deltaplush 2x6 (cpl100206-30/c12656) was used, however, the physician was unable to detach the coil. Thus, the coil was removed from the patient, and 2 deltaplush 2x2 (details unknown) were placed in the target lesion site. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the other devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained products has already been disposed, thus it is not available for the evaluation. No additional information is available. The procedure was the percutaneous coil embolization of a ruptured aneurysm at the patient¿s basilar artery tip that was not tortuous and not calcified. It was reported that an unspecified 6fr-25 sheath introducer (details unknown), a radifocus (terumo, type unknown), an unspecified gt12 guide wire (type unknown), a roadmaster (goodman, type unknown), an excelsior sl-10 (stryker, type unknown), an okay (goodman, type unknown), and enpower detachment control box (details unknown) were also used for the above procedure. The above procedure was approached from the right femoral artery. The same connecting cable and microcatheter were used to complete the procedure.